Event description:
It was reported that this right atrial lead was explanted due to lead dislodgement and then physician decided to replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed cathode coil fractured (necked-down) near terminal end apparently explant damage.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right atrial lead was explanted due to lead dislodgement and then physician decided to replace the lead. No additional adverse patient effects were reported.